Manufacturer narrative:
(B)(4). Occupation: initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019. The patient underwent a right knee revision due to pain and swelling. The surgeon noted scar tissue, tibial tray subsidence and loosening at the cement to implant interface with significant hypertrophic reactive bone medial and anterior, as well as femoral osteolysis on the medial and lateral edges of the femur deep to the component. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014, dor: (B)(6) 2017, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.